Manufacturer narrative:
There were no signs of damage or contamination. This 12v failure was caused by the shorted component on the mc board. Replacement of the component corrected the problem. The cpu pcba were tested and no failures were identified. The gds system was tested and no failures were identified.

Event description:
During failure investigation, the engineer found that there are several 35 volt failure in the log. The customer reported the device was not in use on patient.

Event description:
During failure investigation, the engineer found that there are several 35 volt failure in the log. The customer reported the device was not in use on patient.

Manufacturer narrative:
(B)(4).